Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 'the elastic reservoir' of a large volume infusor leaked during the process of configuring the chemotherapy pump. The device was filled with 160ml of fluorouracil and 80ml of normal saline. There was no patient involvement. No additional information is available.